Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cannula when changing pump supplies. Reportedly, the cartridge was changed multiple times to resolve the issue. Customer¿s blood glucose level was 360 mg/dl.